Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years and 2 months post implant of this 23mm aortic bioprosthetic valve, echocardiogram revealed severe stenosis and mild regurgitation. No intervention has occurred or is planned. No additional adverse patient effects were reported. Subsequently, 6 years 8 months post implant of this 23mm aortic bioprosthetic valve, the patient developed heart failure symptoms including dyspnea and orthopnea and was referred for valve-in-valve transcatheter aortic valve replacement (tavr) work up. However, the patient was unable to lie flat for angiogram or computerized tomography(CT) due to severe orthopnea and exertional dyspnea(nyha iii). Transthoracic echocardiogram (tte) noted severe bioprosthetic aortic stenosis, thickened leaflets and restricted opening with no vegetation on the valve, ejection fraction of 40.5%, mean gradient of 57mmhg and peak gradient of 98mmhg. It was reported that approximately 1 month later, the patient died before they were able to receive a tavr and the cause of death was reported as sepsis, heart failure and severe aortic stenosis.